Manufacturer narrative:
This report is submitted.

Event description:
Per the clinic, the patient is a non-user and has requested to have the magnet removed. The magnet was explanted on (B)(6) 2022 under a general anaesthetic. The implant remains in-situ.